Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with blood glucose readings up to 401 mg/dl and elevated for approximately 10.5 hours; the user changed the cartridge and infusion site without resolution, and the caregiver elected to deliver insulin via multiple daily injections after disconnecting from the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization, no third-party intervention, and no reported adverse effects. Investigation included review of available device data and event history. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction; the specific cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.